Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected blank display noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call a blank display on their insulin pump. The customer's blood glucose was 130 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump is expected to be returned for analysis.